Manufacturer narrative:
The cartridge was not returned to the manufacturing site; therefore product testing could not be performed. Manufacturing records reviews: since the serial number is unknown the manufacturing record evaluation cannot be performed. Labeling review: the directions for use, (dfu) instructions were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges and intraocular lenses. As a result of the investigation the reported complaint was not confirmed all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Concomitant product: z900200240 intraocular lens, serial #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the cartridge split down the middle with the intraocular lens inserted. In follow-up, it was reported that the event occurred during handling, but prior to insertion. The cartridge split including the tip when the lens was inserted into the cartridge. Reportedly, there was no patient contact or patient injury.